Manufacturer narrative:
The insulin pump was received with missing retainer, reservoir tube lip o-ring and display window cover. The insulin pump was received with partially broken reservoir tube lip, cracked case on the back at the battery tube area and battery tube threads, faded serial number label, minor scratched display window, case and keypad overlay. Analysis was unable to perform displacement test due to physical damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump ring had come off. Customer blood glucose reading was 158 mg/dl. Troubleshoot was performed. Customer was changing their infusion set and reservoir when notice the ring damage. The location of the ring damage was from the top of the reservoir compartment. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis